Event description:
It was reported that during a da vinci si surgical nephrectomy procedure, part of the monopolar curved scissors (mcs) instrument blade broke off and fell into the pt. The broken piece was removed and the surgical procedure was completed with an instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one scissor blade is broken off and missing. The blade fractured at the cross section of the cable crimp. The fracture plane is straight. The intact blade does not exhibit damage at the tip. The instrument passed electrical continuity testing.